Manufacturer narrative:
The reported event of yellow wrench alarm was confirmed via the data log file retrieved from the returned system controller. The log file captured backup battery fault alarm events accompanied by replace system controller alarms. The log file also recorded time base fault events and several instances of the pump speed dropping below the low speed limit resulting in low speed advisory flags. The system controller was functionally tested using the manufacturer¿s laboratory equipment and was found to function as intended. A full functional test was performed and the system controller passed. The system controller operated for an extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The system controller was opened and measurements were taken of the output of the components that would have initiated the alarm condition. No discrepancies in the measurements were observed. The investigation could not determine the root cause of the reported fault alarm condition. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 7 months (calculated from the date when the system controller was issued to the patient). The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that log files were submitted to the manufacturer for evaluation due to an observed audible and visual yellow wrench alarm. The patient was asymptomatic during the event. Upon review of the submitted log file, low speed events along with a yellow wrench advisory alarm were observed. A submitted x-ray of the driveline was unremarkable. The system controller was replaced and the patient has reportedly not experienced any alarms or low speed events on the new system controller.